Manufacturer narrative:
Additional information: the reported events were lead dislodgement, inadequate capture, and high lead impedance. As received, a complete lead was returned in two pieces for analysis. The s-curve hump height was measured, and it was within product specification. The reported events of inadequate capture and high lead impedance were not confirmed. The electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. The visual inspection of the lead did not find any anomalies with the exception of damages found which are consistent with those occurring at the time of the procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, increase in capture threshold and pacing impedance were noted on the left ventricular (lv) lead due to a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.